Event description:
It was initially reported to philips that data was lost. The symptom was clarified to be a blank display. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.